Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customer's blood glucose was 564 mg/dl. Customer drank water, exercised and administered a manual correction injection to address bg. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer reverted to an alternate method of insulin delivery.